Event description:
A patient comes back with a box of bd needles 5 mm. These remain in the skin when removed. This did not happen with previous boxes. Can you give us an explanation? Photo box attached.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11: correction made to d9 (device availability), e (country type), and h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.